Event description:
Between placement, the filter tilted significantly making retrieval extremely difficult. The filter had penetrated the cava wall. The first attempt at retrieval failed and patient ultimately required a sternotomy and surgery to retrieve filter. Patient's condition is fine.

Manufacturer narrative:
Event is still under investigation.